Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a cholecystectomy, when they fired the clip, it had an abnormal formation. Surgery was delayed 10 minutes, but was successfully completed with a new device. Fragments were generated, but where removed easily without additional intervention. There were no patient consequences.